Event description:
Through journal article, xen-ds: a novel technique of ab externo xen implantation augmented with a modified deep sclerectomy for surgical treatment of glaucoma, healthcare professional reported events of "6 patients had previous ab-externo xen surgery with inadequate reduction in iop; which were replaced during the implantation procedure of the study. 20 patients underwent ab-externo xen implantation combined with deep sclerectomy in unknown eyes. Post-operatively, 7 eyes required glaucoma medication; 2 eyes required revision surgery with xen replacement due to blockage of the original stent; 4 eyes had congested bleb; 1 eye had transient microhyphema; 4 eyes had transient low iop (< 5 mmhg); 2 eyes had transient choroidal effusions." This is the same article reported under patient identifier (B)(6) (emdr-35988). This MDR is being submitted for the 6 patients who had previous ab-externo xen surgery with inadequate reduction in iop.

Manufacturer narrative:
Clarification to d.6b. Explant date: (B)(6) 2022 - (B)(6) 2022. Article citation: elbably a, richardson-may j, amerasinghe n, imonikhe r, stringa f, sampath s, jacob a. Xen-ds: a novel technique of ab externo xen implantation augmented with a modified deep sclerectomy for surgical treatment of glaucoma. Eye (lond). 2024 may 21. Doi: 10.1038/s41433-024-03146-6. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.